Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The blood glucose level of customer was 600 mg/dl. Current blood glucose level was 213 mg/dl. It was known that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was known that auto mode feature was active at time of incident. Customer alleged that insulin pump had under delivered insulin. Customer was treated with insulin pen or manual insulin injection. Insulin pump had insulin flow block alarm during basal or bolus and insulin exited during troubleshooting. Insulin pump will be returned for analysis.